Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-12049. It was reported the pt experienced unintended rib stimulation. X-rays revealed the lead migrated. The physician implanted another lead leaving the migrated lead implanted but disconnected from the ipg. Follow-up revealed the pt is received effective stimulation. Note the pt received two leads from different lot numbers. It is unk which lead was disconnected, therefore, both leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.